Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found that the battery had reduced capacity due to overdischarge. Analysis of the electrical stimulation lead (serial number (B)(4)) found that the lead conductor body was broken at the anchor site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the reason for the system replacement on (B)(6)2019 was to provide the patient with additional coverage higher up. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient had forgot to charge after hurricane irma and had too much going on for the last couple of months. The manufacturer representative was able to successfully pull the battery out of the over discharged state and restored stimulation settings. The issue was resolved at the time of the report. Clarifying information was received from the manufacturer representative on 2018-may-08. They clarified that by "restored stimulation settings" that there was no device/therapy issue. The patient was happy with their stimulation. Additional information was received on 2019-oct-04 from a manufacturer representative regarding the patient. It was reported that the system was removed on (B)(6) 2019. There were no further complications reported or anticipated.